Event description:
A third-party service agent contacted physio-control to report that their customer's device failed its user test and logged an event code which is indicative that the AED function of the device may be inoperable. In this state, the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control failure analysis center further evaluated the removed therapy pcb assembly and observed that the therapy pcb assembly had a leaky capacitor, designator c160, which resulted in the device to log an event code and the AED function of the device to be inoperable.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device failed its user test and logged an event code which is indicative that the AED function of the device may be inoperable. In this state, the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There were no reports of patient use associated with the reported event.